Manufacturer narrative:
(B)(4) date of event unknown. Operator of device unknown. No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have white particulate within the bag. The particulate was discovered prior compounding; therefore no patient involvement or adverse events occurred. No additional information is available.